Manufacturer narrative:
(B)(4). Date sent: 11/28/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H10

Manufacturer narrative:
(B)(4). Date sent: 11/22/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H10.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? - not. If yes, was the staple line complete? Not. Did the device cut? If yes, was the cut line complete? Not. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Jagged. Was there any difficulty opening the device? If yes, how was the device removed from the patient? Through manual safety ride and second one through knife reverse. If yes, did the jaws eventually open? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)no what is the most current patient health status and condition? No consequences through our stapler. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the powered echelon gun got stuck during firing in the case. No patient consequences reported.